Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy during peritoneal incision, the bipolar maryland forceps (bmf) was not opening properly. Upon checking, the issue recurred, so it was replaced with a new bmf. When looking at the product once it was replaced, the bmf was found to have a frayed internal wire that protruded when the jaws were bent. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9: device available for evaluation? <(>&<)> return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf), as well as the associated device data and provided images. Visual inspection of the returned bmf noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Drive cable 2 was frayed. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the fraying, the jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates that the bmf was connected to arm cart assembly 2, but the logs do not show any errors. The logs do not track instrument hardware state. The bfg use time was four hundred and eighty-three minutes and use count was three at the time of removal. Review of the provided images notes that the first photo shows the distal end of the instrument. The drive cable was splayed and frayed. The second photo shows the distal end of the instrument. The drive cable was splayed and frayed. The third photo shows the housing of the instrument. The serial number shown matched the reported serial number. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy during peritoneal incision, the bipolar maryland forceps ( bmf) was not opening properly. Upon checking, the issue recurred, so it was replaced with a new bmf. When looking at the product once it was replaced, the bmf was found to have a frayed internal wire that protruded when the jaws were bent. There was no patient injury.